Event description:
A customer reported a tandem mobi cartridge alarm, which occurred during the load process despite following the mobile app's prompt to remove and load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer requested a replacement with a tslim pump and expressed a desire to speak with a higher authority; therefore, the case was transferred to customer support.